Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system generator busy xray was not possible. Analysis of system log file showed error related to xray generator. Upon troubleshooting, fse found that the arcing sound comes after doing xray exposure from the tube side. Fse removed the anode and cathode candle from tube side, cleaned, put some silicone gel on tip of the candles and reseated it. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the customer was unable to perform x-rays. No harm has been reported to philips. Philips has started an investigation of this complaint.